Manufacturer narrative:
Date sent to the FDA: 08/28/2020. Additional h6 patient code: 1750,1930, 3189 - surgical intervention, 3191 - chronic draining wounds, deserosalized small bowel, abdominal wall fluid collection. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2018 due to abdominal pain, infection, adhesion, chronic draining wounds, deserosalized small bowel, exposed mesh, abdominal wall fluid collection and abdominal wound dehiscence.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.